Manufacturer narrative:
Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Change your infusion set every 48¿72 hours as recommended by your healthcare provider always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, using supplies beyond recommended labeling, and not correctly completing the air removal process. Tandem technical support educated the customer on proper insulin/cartridge labeling as well as the correct load sequence process. The customer replaced the pump supplies and resumed insulin therapy. Customer's blood glucose was 224 mg/dl.